Event description:
Philips received a complaint on the efficia dfm100 indicating that the device has a faulty capacitor. The customer worked with the rsm. The customer confirmed the device has a faulty high voltage capacitor. A capacitor was sent to the customer for their installation. No further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.